Event description:
Caller alleges she experienced high blood glucose level up to 500 mg/dl after pressing an incorrect button during a cartridge change and not being able to figure out how to correct this. Caller reportedly was admitted to the hospital; treated with insulin via syringe. No product was requested for return.